Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate (hm) ii left ventricular assist system (lvas) instructions for user (IFU), rev. C and the heartmate ii patient handbook (rev. C) are currently available. Section 1 entitled ¿introduction¿ lists neurological dysfunction (not stroke related), respiratory failure, and infection as adverse events that may be associated with the heartmate ii left ventricular assist system. This section also lists neurological dysfunction as a potential late postimplant complication. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. The relevant sections of the device history records for mlp-017065 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 07aug2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with altered mental status, hypercarbic respiratory failure, hypotension, and leukocytosis with imaging suggesting cholecystitis. The patient was treated with intravenous (IV) vancomycin and meropenem after a percutaneous cholecystostomy was performed on (B)(6) 2021. The patient was discharged to an acute rehab unit on suppressive IV vancomycin and ceftazidime on (B)(6) 2021.